Event description:
It was reported that the user experienced intermittent communication between a dexcom g7 continuous glucose monitor (cgm) and the ilet bionic pancreas, including a pairing failure to the ilet with sensor reconnecting alerts, while glucose readings remained visible in the dexcom app. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue between the cgm and the ilet, characterized as intermittent communication failure, with association to the system¿s electrical and magnetic components and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.